Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the endoscope had image orientation issue. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the endoscope had an image orientation issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0-degree endoscope fiber cable involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿endoscope had image orientation issue¿. The endoscope was analyzed and found to have damaged attached endoscope adapter (aea) or friction issue, endoscope bearing friction issue, button mechanical damage, and desiccant container damage or loose desiccant balls. The complaint regarding the endoscope having image orientation issue was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.